Manufacturer narrative:
Integra has completed their internal investigation on august 11, 2017. Device history record reviewed for product ID a2114, serial # (B)(4) was manufactured on 22dec10 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Trend analysis: a two year look back in the complaint system from 08/01/2015 to 08/01/2017 for this reported failure and or related to "break " or "broken" for product family (a2114) shows that seven additional complaint were received. No new design or manufacturing trends have been identified. This issue will be monitored. Failure analysis: the device in question was not released for review; should the product be returned a failure analysis and/or root cause will review will be performed at that time.

Manufacturer narrative:
Product returned. Investigation completed 12/27/2017. Complaint confirmed, unit received with the swivel adaptor locking knob broken off in the large starburst of the skull clamp. All other components of the clamp were within specification.

Manufacturer narrative:
Investigation completed 08/11/2017. Device history record reviewed for product ID a2114, serial (B)(4) was manufactured on 22dec2010 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back from 08/01/2015 to 08/01/2017 for this reported failure and or related to "break" or "broken" for product family (a2114) shows that seven additional complaints were received. No new design or manufacturing trends have been identified. The device in question was not released for review after several documented requests; should the product be returned a failure analysis and/or root cause review will be performed at that time.

Event description:
It was reported that the mayfield infinity xr2 skull clamp treaded knob was broken off in the large starburst. Additional request for information was sent and on 20jul2017, the following was provided by the customer: on (B)(6) 2017, a (B)(6) male patient was undergoing a bilateral suboccipital craniotomy excision (tumor surgery.) The patient was already anesthetized when the product problem was discovered ¿knob broke during surgery¿. The event occurred approximately 3 hours into the surgery. There was a 15 -20-minute delay in surgery, but there were no reports of any patient adverse consequence because of the surgical delay. No patient harm or injury noted or reported. There was replacement clamps on hand available to be used.